Event description:
The hospital reported a product problem. The hospital reported that the device in question detached from the delivery wire prior to placement in the aneurysm. This occurred as the device in question was being pushed. As a result, the device in question traveled out of the microcatheter and had to be retrieved by the use of a retrieval device. The hospital reported no patient complications and that the pt appeared to have no adverse event.

Manufacturer narrative:
The device in question has not been returned to the MFR for evaluation. Based on the info known at this time, boston scientific cannot confirm the user's complaint, and cannot conclusively determine the cause of the user's experience. If further significant info is found, a supplemental report will follow.